Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch verio iq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 7:30am. The reporter stated that the patient obtained results of "105, 529 and 196 mg/dl" using the subject meter, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with self-adjusting insulin. The reporter was unable to state if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "pale, combative and sweating" immediately after the alleged product issue began. The reporter stated that the patient was then "rushed to hospital" where she received hcp treatment of insulin in ER. The reporter stated that the patient's blood glucose was tested using a doctor/clinic device and the result obtained was "54 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. The reporter was unable/unwilling to state if the test strips had expired or been open for longer than the discard date or if the test strip vial was cracked or broken. The reporter was unable/unwilling to state if a control solution test was in range or if the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient developed the symptom of "sweating" after the alleged product issue began. Additionally, the patient received hcp treatment in ER for a severe high or low blood glucose excursion. The symptom and treatment do meet lifescan's criteria for a serious injury.